Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a force issue occurred. After a couple of hours of use of the catheter, the sensor stopped working properly and there was a sensor error seen halfway through the case. The pressure in grams kept displaying between 20-50 grams even when the catheter was floating in the blood pool. The screen kept flashing high force all the time when no contact was being applied. Re-zeroing was attempted on a number of occasions but it did not work. The signals and ablation worked fine with the catheter. The cable was changed with a new cable which did not fix the problem. A new catheter was then opened and the problem was resolved. There was no patient consequence. Upon request additional information was received on the event. This force issue happened during mapping; however some ablations had been carried out already. The smart touch catheter was not in close proximity to another catheter. This event was originally assessed as not reportable since it is highly detectable and poses low risk to the patient. On june 26, 2015 the catheter was returned to the bwi failure analysis lab for analysis and it was discovered that the clear sensor sleeve had reddish brown material inside it with a few deep scratches on it. Upon request additional information was received on the returned catheter condition. There was no difficulty withdrawing the catheter through the agilis 9f sheath. This condition was not noticed upon withdrawal or prior to sending the catheter back. This lab finding has been assessed as reportable as there is foreign material under the clear senor sleeve; pebax as well as external damage to the pebax therefore the catheter integrity is not maintained. The awareness date for this record is june 26, 2015 because that is when the damage was discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a force issue occurred. The returned device was visually inspected upon receipt and it was found that the clear sensor sleeve has reddish brown material inside it with a few deep scratches on it. A scanning electron microscope (sem) analysis results showed that the external surface exhibited evidence of pinholes, scratches and displacement material. It is possible that an unknown object hit and punctured the pebax and caused these damages. This type of pebax damage is further investigated under an internal corrective action. Then the catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. An internal corrective action has been opened for further investigation on biosensor failures. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.